Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4) (transfusion of blood products). (B)(6). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after a colectomy procedure performed at 16:00 on 7/15/10. The surgeon used a circular stapler in the surgery. At 19:00, the patient`s high blood pressure dropped to 60mmhg. Then the surgeon opened again; the patient`s abdominal cavity was not bleeding, but the cavity of the colon had a massive hemorrhage. The blood volume lost 400ml. The patient blood transfusion was 200ml. The surgeon used a new circular stapler to anastomose. Because the patient has (B)(6), the sample was discarded. Now the patient is fine.